Manufacturer narrative:
Eval summary: the shunt arrived clogged. After cleaning, the blockage was removed. The complaint was confirmed, as the shunt arrived clogged. The root cause could not be conclusively determined, no mfg or product failures were detected. The blockage can be caused by many different reasons during and after the clinical procedure. The reasons may be: blood clots, tissue debris etc. It could be caused during the implantation, or evolved afterwards, a third option is that the gfd will be blocked during removal. Another possibility is that the blockage was temporary and then the investigation results could be negative. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that a pt who had a glaucoma filtering device (gfd) implanted had an increase in intraocular pressure. The intraocular pressure did not respond to all sutures being lysed. The surgeon suspected the shunt was not flowing due to it possibly being clogged. The shunt was explanted. A trabeculectomy was then performed at a later date. In a f/u, the surgeon reported that three days after the final trabeculectomy was done, the event had resolved and the intraocular pressure was controlled.